Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: no complaint received with return of device. Failure event observed during analysis. Final analysis found the lead was received in two pieces. Insulation abrasion exposing the outer coil was noted at 20.4 cm to 21.5 cm and at 21.0 cm to 21.6 cm from the distal tip. The abrasion was consistent with that of exposure to friction with another implantable device.

Event description:
This report is to advise of an event observed during analysis.